Manufacturer narrative:
The device has not been returned for evaluation as it is still in use.

Event description:
The sales representative reported that during a case, the surgeon and nurse were having an issue with the touchscreen and could not find the nerve. The sales representative went to the facility and found no issues. During his visit, another nurse reported to sales representative that there was no issue during the case. The sales representative and biomed tested the fuses on the interface and there were no issues. The sales representative planned on calibrating the touchscreen but it was not required. Follow-up with the sales rep indicates the physician visually saw the nerve, stimulated the nerve and there was no response. He believed that the physician may have been placing the emg tube too deep (thyroid surgery) and the device appeared to be working fine. The device was used to complete the case and there was no patient harm. The device will not be returned as it is still in use.